Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is removing cartridge air with an empty syringe, and wearing the infusion set for 72 hours. Tandem clinical support informed customer that removing cartridge air with an empty syringe, and wearing the infusion set for 72 hours. Is off label per the user guide. Customer¿s blood glucose (bg) level was 600 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Device not returned.